Event description:
It was reported the patient's ((B)(6)) ipg was explanted. No further information has been provided to the manufacturer regarding this event.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tot he patient's physician regarding medical history.